Event description:
Instrument was used on cervical disk and broke while in the patient's neck. The stationary arm broke off. Surgery was extended approximately ten minutes. The patient suffered no adverse effects.